Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy drug-eluting stent was implanted to the target lesion. However, after 24 hours, the patient came back with stent thrombosis. The patient had not received their dual antiplatelet therapy study (dapt) post-procedure. No further patient complications were reported.